Event description:
The customer obtained a 509 mg/dl and 123 mg/dl blood glucose comparison on the accu-chek aviva system. The reporter states he obtained an additional comparison with blood glucose results 380 mg/dl and 143 mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No reported action taken. No adverse event reported. New system sent to customer and returned requested.